Manufacturer narrative:
The device is expected to be returned to olympus for evaluation. The investigation is ongoing. This report will be supplemented when additional information becomes available.

Event description:
The customer reported to olympus, the camera head was broken, there was no image when using the subject device during preparation for use for a therapeutic laparoscopic appendectomy. There was no sedation involved. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Event description:
The customer reported to olympus, the camera head was broken, there was no image when using the subject device during preparation for use for a therapeutic laparoscopic appendectomy. There was no sedation involved. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the reproducibility of the reported issue pointed out by the customer is unknown. A definitive root cause cannot be identified. A device history review (DHR) was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.